Event description:
Pt had 25 hour monitor eeg exam. Complained 3 weeks later of lump and hair loss at base of back of head (cz electrode site). Lab told him to see a physician. Loss manager made follow up calls to his cell phone but no response. No sure of pt condition or resolution.